Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer stated blood glucose level was not impacted and was within target range. The customer declined to reload the current cartridge with tandem technical support, and would continue monitoring the insulin gauge.